Manufacturer narrative:
(B)(4). As gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: tgu313115j/16381184. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. According to the instructions for use (IFU) for the gore® tag® thoracic endoprosthesis; adverse events that may occur include, but are not limited to include: reoperation.

Event description:
On (B)(6) 2017, the patient underwent treatment of an impending rupture of infected thoracic aneurysm with conformable gore tag® thoracic endoprostheses (tgu343410j/ 16381195-proximal, tgu313115j/ 16381184-distal). The procedure was finished with no evidence of endoleak. On (B)(6) 2017, the aneurysm ruptured again adjacent to the distal end of the tgu313115j. An additional ctag was implanted distal to the tgu313115j to treat the rupture. It was also reported that the proximal end of the tgu343410j partially lost wall apposition (so called ¿bird beak¿) and an additional ctag was implanted proximal to the tgu343410j. The patient tolerated the procedure.

Event description:
On (B)(6) 2017, the patient presented with hemoptysis. The physician suspected a rupture of the thoracic aneurysm that was previously treated, and decided to perform an additional tevar. During the additional tevar, intra-operative imaging showed that the thoracic aneurysm that was previously treated had been resolved. A new small thoracic aneurysm or a aortoesophageal fistula around the distal edge of the tgu313115j was suspected. The physician thought the patient had presented hemoptysis because the new aneurysm ruptured; or the aortoesophageal fistula was perforated. The imaging was unclear and it was unable to distinguish between a new ruptured aneurysm or a fistula. An additional ctag was implanted distal to the tgu313115j to treat the rupture/perforation. It was also reported that the proximal end of the tgu343410j partially lost wall apposition (so called ¿bird beak¿) and an additional ctag was implanted proximal to the tgu343410j. The cause of the event is unknown. There was no reported migration. The patient tolerated the procedure. Hemoptysis was resolved.